Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. At that point in time, the technical support representative advised the registered nurse (rn) to discontinue use of the cycler. A replacement cycler was issued to the user facility. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed the reported fluid leak event occurred during an unknown phase and that there was no alarm from the cycler. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated the patient was able to complete peritoneal dialysis treatment using the cycler. The rn confirmed that the user facility has not received the replacement cycler yet. The rn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. At that point in time, the technical support representative advised the registered nurse (rn) to discontinue use of the cycler. A replacement cycler was issued to the user facility. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed the reported fluid leak event occurred during an unknown phase and that there was no alarm from the cycler. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated the patient was able to complete peritoneal dialysis treatment using the cycler. The rn confirmed that the user facility has not received the replacement cycler yet. The rn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.